Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013; inratio inr: first = 6.5, second equals error message, 3rd equals 1.9. The time between testing was within minutes. Reportedly, the pt is normally controlled near 2.0. Therapeutic range was not provided for the pt. There was no reported adverse pt sequela. There was no additional information provided.